Manufacturer narrative:
The device in question cannot be evaluated and will not be returned to boston scientific because it has been implanted. A review of the device history record showed that this device met all required specifications. A search in the complaint management database was performed and one complaint was found in the same batch which was cancelled, and is unrelated to this complaint. Based on the above facts and findings, boston scientific cannot conclusively determine the cause of the user's experience. If further significant info is found, a supplemental report will follow.

Event description:
The hosp reported that the pt experienced an asymptomatic minor stroke, and had weakness in one of their arms. The hosp reported that the pt status post procedure is good.